Event description:
(B)(4). After one year of the procedure I started getting extreme pains and bloating that will not diminish. My cramping is so bad that over the years I have started taking somas for the pain...ibuprofen no longer is effective. I wake up with intense cramps every morning and I have gained 20 lbs that I am not able to lose no matter how much I diet and exercise. I would rather have a full hysterectomy than to continue to deal with this intense pain on a daily basis. I have been to the emergency room twice due to the extreme pain...no one believes me that the pain is caused by the essure devices.